Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # 00596401751 lps-flex option femoral g-l lot # 60756809, catalog # 00597206535 all poly pat comp 35dia lot # 60791286, catalog #00595004702, nexgen mis stemmed tibia, lot #60760515; catalog #00596204210, nexgen lps-flex pro long articular surface, lot #60742266. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It is reported that the patient was revised due to pain.

Event description:
Patient's revision operative reports indicate tibial aseptic loosening and varus subsidence. The postoperative diagnosis indicates massive osteolysis secondary to polyethylene wear and tibial loosening. Significant osteolysis and tibial bone loss were identified. The tibial component was identified to be loose and removed by hand.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Visual evaluation of the returned device shows signs of nicks and gouges on the returned devices. The tibial component and stem extension remained assembled. The femoral component had bone cement on the component backside. Wear is identified on the articular surface. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.